Event description:
The implantable cardiac defibrillator (ICD) system was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
Product event summary evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Event description:
The implantable cardiac defibrillator (ICD) system was returned with no information. A database search by serial number revealed the patient to be deceased. The death occurred less than one year after implant. Follow up has been inconclusive and no further contacts are known. No complaints, allegations, or previous contacts have been received in regards to the device system or any of the individual components.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All reasonable contacts have been followed up with and no further information has been made available. Any further information that gets made available will be forwarded.